Manufacturer narrative:
Based on technician statement, the customer reported o2 concentration issue and several clinical alarms were observed in device's logs. The claimed issue was not reproduced during on-site visit. The device successfully passed pre-use check and was tested on simulated ventilation test without any deviation. The device was delivered to the user in working condition. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms: airway pressure high, respiratory rate high, peep low, check tubing and expiratory minute volume low, o2 concentration low, o2 supply pressure low. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. These alarms indicates problems with the patient circuit (possible leakage, blockages, bad position, or kinked tubing). Review of the logs confirmed that successful pre-use check was performed after the reported issue during check up of the device. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been conclusively determined. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator.

Event description:
It was reported that the ventilator generated alarms related to o2 and air pressure. There was no patient harm. (B)(4).